Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch ejp103, mfg date: 08/01/2012, exp date: 07/31/2017; batch ecb579, mfg date: 03/01/2012, exp date: 01/31/2017. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Event description:
It was reported that a patient underwent a carotid artery repair on (B)(6) 2013 and suture was used. On (B)(6) 2013, the suture broke at the anastomosis line resulting in the death of the patient. Additional information has been requested.